Manufacturer narrative:
The complaint indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, it appeared the prolieve system's anchoring balloon would not inflate properly. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported, as a result of this event. The patient's condition was reported as "fine".